Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the head left siderail could not be locked in the up position. It is unknown if there was patient involvement or if there were adverse consequences to report.